Event description:
Same case as MDR ID: 2134265-2014-05727. It was reported that a rotawire broke during preparation. A 1.25mm rotalink¿ plus and a rotablator rotational atherectomy system were selected to treat the lesion. Upon platforming for an atherectomy procedure, it was noted that the rotawire broke and became stuck in burr. It was further noted that the burr was unable to advance a new wire. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).